Event description:
Baxter solution set with duo-vent spike tubing defective. Dark blue tubing clamp (used as key to open pump) on backwards and upside down. 2r8404. (B)(4). Exp 2026-03-24 lot(10) dr24c22079.